Manufacturer narrative:
Based on the information provided, the cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. As of (B)(6) 2022, a review of the site's system logs for the reported procedure date was conducted by an isi senior failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, the patient developed a progressive pneumothorax requiring a chest tube placement to resolve the pneumothorax. The patient was hospitalized for two days. However; the pneumothorax did not resolve and the patient was discharged home with the chest tube still in place. The patient returned to the hospital three days after the initial discharge and had the chest tube discontinued. The patient was discharged from the hospital. Although the physician believed that the ion system did not contribute to the pneumothorax, the cause of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Fields g5 and g7 are not applicable.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax requiring chest tube and hospitalization. On (B)(6) 2022, intuitive surgical, inc. (Isi) followed up with the physician and obtained the following information: the physician biopsied a 1.3cm measuring lesion located in the right upper lobe (rul) using the ion system. The lesion was located peripheral right on the pleura. After the procedure, a small pneumothorax was identified on a routine chest x-ray which was initially treated conservatively and observed. A subsequent follow-up chest x-ray revealed an increase in size of the pneumothorax to 5cm requiring placement of a chest tube. The patient was hospitalized for two days, but the chest tubes could not be removed during this time and the patient was discharged home with the chest tube still in place. Three days thereafter, the patient returned to the hospital and the chest tube could then be removed successfully and the patient was discharged home. The physician believed that the ion system did not contribute to the pneumothorax. It was believed that the needle may have caused the pneumothorax due to the peripheral lesion location. The physician believed that the pneumothorax could have not occurred via another modality, but did not elaborate on which modality or why. A malfunction of an ion product did not occur.